Event description:
Connector for detachment was broken off during transport. It fell out of the sterile package while opening.

Manufacturer narrative:
Note: a correction is being submitted to reference the corrected MDR number reported on the previous report. The correct MDR number was 2954740-2012-00683 in contrary to the previous report submitted as MDR 2954740-2012-00718.

Manufacturer narrative:
Note: please be informed that this report is a duplicate of MDR 2954740-2012-00718. The device was returned under the above reference number and therefore being voided. Additionally, no further reports will be forthcoming for this medwatch report.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.